Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 50 mg/dl. The customer was treated for the low blood glucose with IV fluids. The customer was hospitalized on (B)(6) 2015 at 8 am for a seizure. The customer stated that the settings were changed by their health care provider's recommendation. The customer declined troubleshooting the issue.